Manufacturer narrative:
An investigation is still ongoing and root cause has not yet been determined. The system coils were tested and no failure was detected. Additional, the system was operating within specifications. Siemens is conducting further testes to the systems coils. A supplemental report will be filed once root cause has been determined. This report is being filed with the FDA on august 12, 2014.

Event description:
It was reported to siemens that a test patient suffered a soft tissue second degree burn during a diagnostic scan. The patient reported feeling warm during the exam and used the squeeze ball to stop the exam. The next day the patient reported a small blister 2.6 cm in circumference. A sterile dressing was applied and no further treatment was needed.